Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics. The patient also underwent a skin revision surgery under general anaesthesia on (B)(6) 2024.